Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Eccentric positioning of liner and dislodgement, for liner and head exchange with constrained liner as a backup. During surgery metallosis observed and fragments of poly and coating of ceramic head noted. Replacement liner and head put into patient. Damaged femoral head impactor tip and liner trial in the process.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.